Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jan-2019 with the following findings: during investigation, no caps were returned. The test battery cap was able to be secured to the pump and removed with no issue. Moisture was observed behind the display lens. The leak test found a leak in a crack between the display lens and case seal. The alleged power issue was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and the battery cap was not able to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.